Manufacturer narrative:
Detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) number and other product specific information. If additional details become available, a supplemental report will be submitted. Upon receipt at the quality assurance laboratory, the returned components underwent a comprehensive evaluation. Analysis revealed that the first cylinder and second cylinder had detached outer tubes, broken fabric threads, and holes in the proximal ends consistent with kink resistant tubing (krt) wear. The first cylinder and second cylinder exhibited leakage associated with krt wear in the proximal ends of the cylinders. The spherical reservoir exhibited sharp instrument damage/tool marks on the strain relief adapter and passed leakage testing. The ms pump krt was worn to the filament. The ms pump passed leak testing and functional testing. A device history record (DHR) and ship history review cannot be performed as the lot number was not available. A review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. A risk review was completed and confirmed that the event of mechanical malfunction (leaks, incomplete inflation/ deflation, kinking) was defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefits for the product. Based on the information available and analysis results, the cylinders that both had leaks from krt wear in the proximal end of the cylinder, could have caused or contributed to the device being removed; therefore, a conclusion code of caused traced to component failure was assigned to this investigation.

Event description:
It was reported that this product was returned to the manufacturer without any report of performance issues or adverse patient effects. The returned device was analyzed and a non-conformance was identified. There was no additional information available.